Event description:
The patient felt hypoglycemic and used the suspect device to check their blood glucose and obtained a result of 250 mg/dl. The pt then layed down and became incoherent. Emts were called and they came and checked the pt's glucose at 50 mg/dl. The pt was treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.